Event description:
During evaluation of a returned homechoice (hc) device, the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains greater than volumetric limits. Volumetric accuracy testing was performed and the device failed. Temperature confirmation testing was performed and the temperature was found to be within specifications. External inspection was performed with no issues noted. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The door piston and foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.